Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 79 mg/dl compared with the sensor glucose reading of 41 mg/dl. The customer also reported symptoms of generalized illness and fatigue. The customer's blood glucose level at the time of call was 250 mg/dl. The customer stated that his blood glucose levels don't go below 250 mg/dl. The customer was informed that his product would be replaced and to return the malfunctioning device back for analysis.